Manufacturer narrative:
Investigation ¿ evaluation: the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of complaint history, the device history record, quality control data, and specifications was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances during the manufacturing process. A review of complaint history revealed this complaint to be the only reported complaint associated with the complaint lot number 7609374. Based on the provided information a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported the ncircle tipless stone extractor was used in a ureterolythotripsy procedure. During the procedure the basket stopped working and it would no longer open/close. They dismantled the product trying to fix it, but it didn't work. The extractor was replaced. No unintended section of the device remained inside the patient¿s body. No additional procedures were needed. The patient did not experience any adverse effects due to this occurrence.